Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited persistent presence of dirty water during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: black spots inside the channel. A definitive root cause could not be identified. Based on the investigation results, the cause of the reported issue could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.